Manufacturer narrative:
Alleged failure: burn to patient. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the patient was burned during the procedure. There were no delays, and the procedure was completed successfully.